Event description:
Patient presented to the emergency department with an infection and was admitted. IV antibiotics were administered, and the patient was also given oral antibiotics. Upon evaluation, the infection was determined to have progressed to sepsis, resulting in tachycardia and pneumonia. Physician brought the patient into the or and explanted the entire inspire system. Patient will continue the previously prescribed course of antibiotics postoperatively.

Event description:
Correction to ¿original narrative¿ under medwatch report ID: #67452 / MDR report #: 3007666314-2026-01155 patient presented to the emergency department with an infection and was admitted. IV antibiotics were administered, and the patient was also given oral antibiotics. Upon evaluation, the physician suspected the infection started from bacteremia and pneumonia, which subsequently infected the inspire system and both incision sites and progressed to sepsis. Physician brought the patient into the or and explanted the entire inspire system. Patient will continue the previously prescribed course of antibiotics postoperatively.